Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted and had blood/body fluid (not obstructed), there was blood on the helix mechanism, and the lead was damaged at implant.

Event description:
It was reported that during the implant procedure, the distal coil of the right ventricular lead was damaged . The lead was not implanted and replaced. No patient complications have been reported as a result of this event.